Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported the patient underwent a hydrogel placement procedure; the procedure was performed without complications. After the procedure, a minimal infiltration of the hydrogel was noted at the 11-12 clocks position. The patient's current status was reported as clinically well, and he will proceed with stereotactic body radiation therapy (sbrt) as planned.